Manufacturer narrative:
A review of the device history record was performed for this device, as well as the device catheter, and did not identify any mfg variances in relation to this event. A trend analysis was also performed on similar incidents involving these catalog numbers and has not identified any trends. The device remains implanted for continued use in the patient's therapy regimen at this time. The MFR's investigation of this event is inconclusive. Based on the information available and due to the unavailability of the device for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The facility will be notified of co's review of this incident. The MFR is now closing the file on this event. Corrected data: this device was originally reported as a implantable infusion pump, however, since the incident was related to the insertion site of the catheter, the catheter should be listed as the suspect medical device. Under section d1, the device was reported as being an infusaid implantable infusion pump. The correct brand name for this device is infusaid epidural catheter kit. Under section d2 the type of device was reported as an implantable infusion pump. The correct type of device is epidural catheter kit. Under section d5 the expiration date was reported as 3/29/97. The correct expiration date for this device is 1/3/99. Under section d6 this device was reported as a model 400, catalog #36263, serial #32123. The correct device is catalog #36633, lot #11673. Under section d10, concomitant medical products was listed as na. The correct concomitant medical product is the infusaid implantable infusion pump, mode #400, catalog #36263, serial #32123, expiration date 3/29/97, implant date 3/9/96. No further information is available.

Event description:
On 10/16/96, the physician contacted a MFR rep and stated that he has expereineced perispinous abcess with three of his pts. The physician inquired whether these incidents are related to device catheter and whether this type of incident has been seen before. The report investigates the second incident.